Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. At the time of drilling the cortical with the 2.5mm bit, the cutting tip was dull; made excessive force necessary. This report is for a 2.5mm drill bit/qc/gold/110mm.

Event description:
Additional information received states that the procedure was successfully completed with a 5-minute surgical delay. The patient was in good condition when surgery was performed, and no further intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a4, b5, h4 corrected: d4 (lot, primary UDI number), h6 (health effect - clinical and impact code) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the product was not returned to depuy synthes, however photos were provided for review. The photo of "310.250, drill bit ø2.5 l110/85 2flute f/quick co" can not revealed the reported condition. As, the provided evidence was not sufficient to confirm the reported event of will not cut or dull. Functionality issues can not be evaluated through a photo investigation. But, after reviewing the photo we can confirmed that the drill bit has bent and tip of the device has been broke. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the drill bit ø2.5 l110/85 2flute f/quick co would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 h6: the product was not returned to depuy synthes; however, photos were provided for review. The photo of "310.250, drill bit ø2.5 l110/85 2flute f/quick co" can not revealed the reported condition. As, the provided evidence was not sufficient to confirm the reported event of will not cut or dull. Functionality issues can not be evaluated through a photo investigation. But after reviewing the photo we can confirmed that the drill bit has bent and tip of the device has been broke. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the drill bit ø2.5 l110/85 2flute f/quick co would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. A manufacturing record evaluation was performed for the finished device product code: 310.250. Lot no: 8053p02. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 27-oct-2023. Manufacturing site: jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.